Event description:
It was reported that the external pulse generator (epg) had a screen display issue. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the right side of the small screen was missing pixels. As a result the display was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.